Event description:
The complainant reported that the patient's native cardiac output (co) was not showing on the trend screen. No active alarms, no suction, and patient¿s co is greater than impella flow. No patient harm has been reported, and the patient remains on support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reports "the aic is still the same. Patient is currently on support."

Manufacturer narrative:
Updated information: d3 MFR fax number added g1 MFR site name, danvers, removed